Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
Consumer indicated she removed a tampon and the tampon came apart and pieces remained inside her. This happened on two separate occasions each with a different tampon.